Event description:
Ous MDR - after an implantation time of about 79 months, interference signals were reported in the rv channel. Charge processes occurred but no shock deliveries. During the revision on (B)(6) 2016, the larger part of the lead was left inside the patient; the tip electrode was returned to biotronik for analysis. No deterioration of the patients state of health was reported.

Manufacturer narrative:
The returned lead had been capped about 23.5 cm distal of the is-1 connector pin in the returned state. Only the proximal fragment was available for analysis. During the analysis, strong signs of abrasion were found at the lead body about 19 cm distal of the is-1 connector pin. The insulation was damaged in this area. This damage could have led to the observed interference signals in the rv channel. The position and the kind of damages are characteristic of massive mechanical stress on the lead due to strong pressure onto the generator housings with simultaneous friction against it. There were no indications of material defects or manufacturing errors.